Event description:
Patient underwent first maze procedure and experienced surgical problems and died. Dates of use: 2009 - 2 hours or greater. Diagnosis or reason for use: atrial fib. Event abated after use stopped: no.